Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An internal visual inspection was performed and passed. Receiver boot testing was performed and failed due to the receiver perpetually reloading. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the receiver perpetually reloading. The probable cause could not be determined. No injury or medical intervention was reported.